Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to in the system logs, the error 319 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where check all board present was found to be failing on the 0x3 axis. Once testing was completed, the rolling loop fiber was further tested and was verified to be the source of the fault. The complaint regarding repeated errors was confirmed by failure analysis. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error 319 repeatedly occurred. The issue could not be resolved by restarting the system. The surgeon decided to continue the operation with three universal surgical manipulators (usm). There were no reports of patient injury.